Event description:
A caller reported a malfunction on the pump, identified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump from technical support, but the malfunction recurred. It was noted that the customer already had a new pump but was using the old one.